Manufacturer narrative:
The insulin pump was received with high sleep current measurement due to moisture damage on all electronic assemblies also, moisture damage was found on force sensor assembly and moisture damage on motor assembly. The power management graph was in specification. No unexpected replace battery now alerts noted during testing and replace battery now alert was not present in format history file or long trace file. No unexpected blank display anomalies noted during testing. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test the insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, cracked case on the battery tube area and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having issues with their insulin pump. It was reported that the customer's pump dies, and they cannot get it to power back on. It was reported that new batteries are replaced, but the device does not power back on. It was reported that the device would be replaced. No further information provided.